Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient's leads had migrated. Surgical intervention took place, where the leads were explanted and replaced.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.